Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. He also stated that there was a crack in the transmitter. The blood glucose reading was 189 mg/dl. Customer stated that the readings were off by over 200 points. Customer was wearing expired sensors. Nothing further was reported.